Event description:
During service on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During service on (B)(6) 2023, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause of the observed failure was failed load cells, likely attributed to the age of the platform, failed component(s), or mishandling, such as a drop. The autopulse platform was manufactured in 2011 and is 11 years old, well past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional and run-in tests using a large resuscitation test fixture (lrtf) for 10 minutes without fault or error. Upon further testing, zoll service personnel experienced difficulty removing the autopulse li-ion battery from the autopulse platform. The root cause of the observed problem was a bent battery cable connector, likely attributed to user mishandling. The battery cable was replaced to address the observed problem. The autopulse platform failed the load cell characterization test during the functional testing. The failed load cells were replaced to address the observed failure. Following service, the brake gap inspection verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).